Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on after the battery failed alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insulin pump was neither dropped nor bumped. The display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.